Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further noted that the damage to the pawls and cutter was due to pushing in the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not lock a cutting burr/locking mechanism failing. During an in house engineering evaluation, it was observed that the device would not secure the cutter, power device failure, locking mechanism not functioning, device would not turn off/unintended motion and component damage. There was no delay due to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.